Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm), 5-pack seal was not loaded correctly and the spring came out from the distal part of the main body. If the product is continued to be used, it may not be properly inserted into the blood vessel, so the use was abandoned. After that, the product was newly released, loaded safely, and used. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # 384119. Updated section: d10, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 30nov2020 and investigated on 14dec2020. Signs of clinical use and no evidence of blood were observed. Delivery device was returned inside loading device. The delivery device was removed from the loading device.the tension spring and seal remained inside the loading device. The white plunger on the delivery device remained not pressed in and the blue lock remained in the locked position. The seal was taken out from the loading device for inspection. There was no sign of crack/delamination on the seal. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.220 inches (rm2036883). The length of the delivery tube was measured at 2.500 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed. The lot # 25150257 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm), 5-pack seal was not loaded correctly and the spring came out from the distal part of the main body. If the product is continued to be used, it may not be properly inserted into the blood vessel, so the use was abandoned. After that, the product was newly released, loaded safely, and used. The hospital did not report any patient effects.